Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2013 as part of the (B)(4). This report is being submitted based on the event of upper respiratory tract infection (urti) treated with antibiotics. According to the complainant, the patient underwent his first bronchial thermoplasty treatment to the right lower lobe on (B)(6) 2013. The procedure was completed successfully with no issues noted. On (B)(6) 2013, the patient experienced an exacerbation of his asthma. The patient complained of increased shortness of breath following the bt procedure. On (B)(6) 2013, the patient began his prednisone treatment. On (B)(6) 2013, the event was considered to be resolved. On (B)(6) 2013, the patient developed an urti, with symptoms of cough and sputum. The patient was prescribed clindamycin to treat the urti. On (B)(6) 2013, the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2013; pre-bronchodilator: fev1: 2.36, fev1 % predicted: 69.01, fvc: 3.44, fvc % predicted: 77.13. Post-bronchodilator: fev1: 2.68, fev1 % predicted: 78.36, fvc: 3.74, fvc % predicted: 83.86.